Event description:
Reporter stated that an anterior capsule tear occurred during phacoemulsification and an anterior vitrectomy was performed. The reporter stated a 4 crystal handpiece was used during surgery and the serial number was unknown. The reported stated there was nothing wrong with the 4-crystal handpiece during the surgery.